Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2.5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had multiple pump off events. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer¿s technical services representative for review. Technical services observed pump stops that occurred on (B)(6) 2016 that may have been caused by a high current event. On (B)(6) 2016, an additional log file was submitted for review. The manufacturer¿s technical services representative observed consistent power elevations greater than 10 watts most likely due to the fixed speed being set to 11,000 rpm and also a couple times the pump motor was stepped down to zero due to possible high current events. These events occurred on (B)(6) 2016. It was reported that the customer requested two no ground power module patient cables. Additional information was requested but not provided.

Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. The log file captured that the system was programmed to a fixed speed of 11,000 rpm and contained 5 pump stoppages, each lasting 2 to 3 seconds, while the vad system was connected to the power module. The momentary pump stoppages were linked to the system controller reacting to high motor load variations resulting in a brief pause in system operation; however, the root cause of the pump stoppages/high current could not be conclusively determined. The center requested two ungrounded power module patient cables for the patient. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.